Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen (crrs) on the echo. Sample was re-tested and resulted as positive.

Manufacturer narrative:
Review of crrs testing on the echo. Cell ii is heterozygous for jka and cell iii is homozygous for jka. The sample was negative for all cells. Cells I and ii visually appear negative and were interpreted as such. Cell iii appears negative but does have a very light pink background suggestive of some limited red cell adherence. The positive control well appears 4+ positive and expected. Performed a capture-r ready ID assay on two customer submitted samples on the echo using retention products capture-r ready-ID (crrid), lot id128 and capture-r ready indicator red cells (crric), lot 221542. All controls performed as expected. The customer's submitted sample 1 tested negative with all cells on the crrid lot id128 and the customer's submitted sample 2 was positive for cells 2,4,5,9,10, and equivocal on cell 8 with crrid lot id128. Cannot rule out customer's crric as the cause of the unexpected negative reactivity.